Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that a during a shoulder rotator cuff repair surgery f4 alarm occurred in the fa quantum 2 controller. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
D4 and health effect - impact code updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. Visual inspection of the controller found that the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with a acoustical sound and the red attention led; the failure could not be reset. The complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A corrective action was previously initiated to mitigate future recurrence of this event.